Event description:
It was reported the pt's pocket site was opening following a lead replacement procedure (reference MFR report #1627487-2013-04995, and 1627487-2013-04996.) The physician planned to move the ipg to a different location. During the surgery, the physician opted to replace the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.